Event description:
A female with cardiac anomalies, underwent a arterial line insertion. During insertion, the guidewire inserted without difficulty and the introducer was easily removed. While removing the needle from the patient's arm and the wire was still in the artery, the wire unravelled in the needle, causing the needle to not be able to separate from the wire. The needle was manually removed, and the procedure was finished without event. There was no impact/harm to the patient. Diagnosis or reason for use: arterial line placement.